Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the internal paddles did not allow the defibrillator to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.